Manufacturer narrative:
H6: medical device problem code 2017 failure to follow steps/instructions . A visual inspection was performed on the returned guide wire and the reported peeling was unable to be confirmed. Additionally, the inner diameter of the shaping tool was unable to be measured since the shaping tool used in the procedure was not returned; therefore, unable to measure the clearance between the shaping tool and wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other similar incidents reported from this lot. The guide wire was sent to fourier transform infrared spectroscopy (ftir) scans for further analysis. The report concluded that hydrophilic coating was not detected on the distal end of the guide wire. It is likely that the hydrophilic coating dissolved during guide wire preparation and handling. It should be noted that instructions for use (IFU) hi-torque guide wires pta, ptca, stents, ce precautions section states: hi-torque guide wires with hydrophilic coating: avoid abrasion of the hydrophilic coating. Do not withdraw or manipulate the hydrophilic-coated wire through a metal cannula or sharp-edged object. Additionally, the preparation for use section, states: if indicated, the guide wire tip may be carefully shaped using standard tip-shaping practices. Do not use a shaping instrument with a sharp edge. In this case, the insertion of the guide wire through the shaping tool does appear to have cause or contributed to the reported peeling. The investigation determined the reported peeling appear to be related to user error. Based on the reported information, the 014 ht versaturn guide wire was soaked before use. When the guide wire was inserted in the needle to shape the tip, it lost the hydrophilic layer. In this case it is likely that the insertion through the shaping needle resulted in the noted peeling or removal of the hydrophilic coating; the shaping tool/needle provided is intended to be used to shape the tip against the needle not through it. The noted teflon coating damage likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1 first name.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 014 ht versaturn guide wire was soaked before use. When the guide wire was inserted in the needle to shape the tip, it lost the hydrophilic layer. The guide wire was not used and the procedure was successfully completed with another unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.